Manufacturer narrative:
Siemens filed the initial MDR 1219913-2017-00008 on 01/18/2017 for a falsely elevated advia centaur xp enhanced estradiol (ee2) result. On 01/18/2017 - additional information: the patient is currently taking drug fulvestrant (faslodex®). The customer has been advised to test patients taking fulvestrant with lc-ms for estradiol. Siemens performed cross reactivity testing of the drug fulvestrant (faslodex) in the advia centaur enhanced estradiol, dimension vista loci estradiol assay, immulite/immulite 1000 estradiol assay and immulite 2000 estradiol assay and confirmed that the drug may cause falsely elevated estradiol results in these assays. Fulvestrant (faslodex®) is an estrogen receptor antagonist which is used in the treatment of stage IV recurrent breast cancer in post-menopausal women with estrogen receptor positive breast cancer. Fulvestrant is used when other anti-estrogen drugs have failed. Fulvestrant has a similar chemical structure to estradiol and may cross-react with the antibodies used in immunoassays. Siemens issued an urgent field safety notice cc 16-03.a.ous and an urgent medical device correction cc 16-03.a.us on january 13, 2016 to inform customers of the cross reactivity and instruct customers to use an alternate method such as liquid chromatography-mass spectrometry (lc-ms) when measuring estradiol in patients being treated with fulvestrant. The customer has a copy of the urgent field safety notice cc 16-03.a.ous that was issued by siemens. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The cause for the falsely elevated advia centaur xp enhanced estradiol (ee2) results obtained on a patient sample is unknown. Siemens is investigating the incident. The instruction for use (IFU) under the interpretation of results section states the following: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings."

Event description:
Falsely elevated advia centaur xp enhanced estradiol (ee2) results were obtained on a patient sample and questioned by the physician. The patient sample was run on other estradiol test methods and the results were lower. A corrected report was issued by the customer. There was no known report of patient treatment being altered or adverse health consequences due to the falsely elevated advia centaur xp enhanced estradiol (ee2) results.